Event description:
Device report from synthes reports an event in (B)(6)as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the distal fibula plate. During the surgery, although the affected side was on the left side, it was noticed that the right plate was being ordered by mistake. The surgeon used other company¿s unknown plate which the hospital has owned, and the surgery was completed successfully without any surgical delay. There was no adverse consequence to the patient. This report involves one (1) 2.7mm/3.5mm ti lcp lat distal fibula plate 5h/right/99mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional device product codes: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.